Event description:
It was reported the gastrointestinal videoscope exhibited a sticky substance at the distal end. It is unknown when this issue was found. There was no reported patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was returned to olympus for evaluation and the customer reported event was confirmed. However, the foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.